Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer's insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The caller reported that the customer had been having low blood glucose events and they took the customer off the pump. The caller was also having issues uploading the pump and kept getting messages to check the pump and battery. The caller had issues programming the transmitter into the pump and believed this caused the lows. Troubleshooting was not completed. The insulin pump will not be returned for analysis.